Event description:
Additional information reported stated that the lead insulation exhibited an anomaly. The lead was capped and replaced on (B)(6) 2014.

Event description:
It was reported that when the patient presented to the clinic for routine follow-up, the right ventricular lead exhibited noise. The physician would monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.